Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, following a sigmoid colectomy for the treatment of diverticulitis, an enterotomy was discovered. It was suspected by the physician that it was the result of a malformed staple. No firing issues were reported. There was no reinforcement material used. Additional information has been requested but not yet received.